Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that the patient had experienced a recurrent event of peritonitis. At the time of this report, the patient had not yet recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This is additional follow up information received involving a peritoneal dialysis (pd) patient who performs pd therapy, who experienced a recurrent peritonitis event on (B)(6) 2014. The pd nurse clarified the patient had never recovered from the (B)(6) peritonitis event and this was the same infection. The patient was treated with intraperitoneal (ip) vancomycin 1 gram daily and was reported as ongoing. The patient was not hospitalized for the event. At the time of this report the peritonitis event was ongoing and unchanged. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by cloudy effluent and abdominal pain. The patient made a mistake and caused a touch contamination that led to the reported event. The patient was treated with fortaz (1 gram, daily, intraperitoneally (ip)). The patient was not hospitalized for the reported event. The pd therapy was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis. No additional information is available.